Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 384) with a high level of ketones. Multiple insulin injections were administered. The infusion set site was changed. As the event occurred in the past, a cause could not be determined.